Manufacturer narrative:
The ge rep instructed customer through a fully system database recovery. The system operates as intended.

Event description:
The customer reported the system failed to boot up. No report of pt injury.